Event description:
A review of a literature article titled, ¿balloon dissection for robotic totally extra-peritoneal (rtep) inguinal herniorrhaphy: description of a modified technique and report on 97 consecutive patients,¿ was performed. The article noted that during a da vinci xi surgery, a 74-year-old female with a prior vertical c-section scar (grade iiib) experienced one serious intra-operative adverse event involved an inadvertent cystotomy. A linear anterior bladder tear occurred during deployment of the dissection balloon, as the bladder had been incorporated into the abdominal wall closure during her previous surgery. The complication was promptly identified and repaired intraoperatively with the robot in the same trocar configuration, with an uneventful recovery. Per the author, the complications did not involve the da vinci platform and that the event occurred during deployment of the balloon dissection device which is done prior to docking.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Section b4 currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive was (B)(6) 2025. Citation: trad, k. S., thiru, s. S., stirrat, t. P., marino, p. J., prevou, e. R., greer, m. E., & alimi, y. R. (2025). Balloon dissection for robotic totally extra-peritoneal (rtep) inguinal herniorrhaphy: description of a modified technique and report on 97 consecutive patients. Hernia, 29(1). Https://doi.org/10.1007/s10029-025-03312-z.